Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . Device 4 of 6 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced an event of infusion set bent cannula on (B)(6)2025. The issue occured with 6 infusion sets. The event occurred within three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.